Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsr, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer was driving down a ramp from her van when the power chair allegedly veered to the side causing the consumer to come down the ramp crooked. Replacement parts have been sent on a warranty order. No injury alleged.

Event description:
Customer alleged while she went down her ramp from van, the chair veered to the side and came down ramp crooked. No injury alleged.